Manufacturer narrative:
Investigation summary: no product returned: ppae(ischemia): in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Ppae (major bleed): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Section d catalog number was corrected.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a 53-year-old male suffered a cardiac arrest at home. Following resuscitation, percutaneous coronary intervention was carried out. An impella cp was placed via the right femoral artery. A decrease in flow to the leg was noted and pedal pulses were not palpable while popliteal pulses were present. A distal perfusion catheter was placed to allow better flow down entirety of patient¿s leg and improve perfusion. A chest tube drained around 2l of blood, presumably from an injury during resuscitation. Patient was escalated to veno-arterial extracorporeal membrane oxygenation and a bleeding vessel was embolized, stopping the bleeding to the thorax. Systemic anticoagulation was temporarily halted. After three days of support, the veno-arterial extracorporeal membrane oxygenation could successfully be weaned and removed. The impella cp was successfully weaned and removed a day later.